Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28-aug-2020 / (B)(4). Device available for evaluation: no; dev rtn to MFR? No. Mfg date: 04-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) perforation occurred and the patient experienced pericardial effusion. The leadless ipg was not used and a transvenous system was implanted. No further patient complications have been reported as a result of this event.